Event description:
A dreamstation auto bipap device was returned to the service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device, the service technician observed visible foam degradation. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.